Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced bacterial peritonitis manifested by stomach pain and feeling sick. The pt was hospitalized for the event on the same day. On an unreported date, the pt was treated with unknown antibiotic and an unknown medication for the stomach pain. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with ceftazidime (dose, frequency and route of administration not reported) for peritonitis. Four days after being admitted, the pt was discharged from the hospital and is recovering from the event. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895268 and gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.